Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure during self-test. The customer's blood glucose value was unknown. The customer again performed self-test and it was observed that the hardware low level failure reoccurs. The insulin pump will not be returned for analysis.